Event description:
It was reported that this device was removed due to infection. The device model and serial number are unknown. Additional information is being requested at this time.

Event description:
It was reported that this device was removed due to infection. The patient underwent pocket debridement. The device was disposed of. No additional adverse patient effects were reported.